Event description:
On (B)(6) 2014, it was reported the personal therapy manager (ptm) was displaying the wrong date ((B)(6) 2014). This reportedly started a week ago, maybe less. The patient reported seeing a bolus denied screen with code 8478 indicating that safe rate was in use. The patient had not heard the pump alarm. Patient symptoms included trouble getting out of bed and fatigue. The medications infused were marcaine and morphine. Later on (B)(6) 2014, it was noted the patient had called in because they ¿felt funny¿ and they were not able to give themselves a bolus. The patient went to the ER this morning, and they were waiting for a representative to arrive at the hospital. On (B)(6) 2014, information was received from a healthcare professional (hcp) indicating that the patient noticed the error message of 8478 two days ago and suddenly they were having increased pain. When asked if the pump was alarming, the hcp stated the patient made no mention of that. A representative also mentioned that the patient was having withdrawal. The pump was later interrogated by a representative and showed a safe state condition on (B)(6) 2014. It was reviewed that the patient had been in minimum rate mode since safe state occurred. On (B)(6) 2014, information was received from the patient indicating that withdrawal occurred. The representative did arrive at the ER yesterday and the representative turned it up. The patient reported they now felt worse. The patient stated that they did not have their bolus machine as their wife had it and they were thirty minutes away. They were not hearing any alarms.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, lot# j10974r67, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information reported the patient had been in withdrawal for two weeks. The patient received reset code 8478 during a bolus; the motor stall was verified via the physician programmer (8840). The date of the safe state was on (B)(6) 2014, which was nine days prior to the patient reporting any issues. The pump was reprogrammed using the 8840 and this resolved the issue. The patient was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, lot# j10974r67, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information received reported the motor stall recovered however it was unknown how long the pump was stalled for. The cause of the stall was unknown as well. It was noted the pump was replaced.